Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via remote monitoring. The pulse generator exhibited back-up vvi operation. A device code download was performed to restore functionality.